Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced 3 infusion set fell off events, the first two were on 14-mar-2024 and the third one on 21-mar-2024 the infusion sets were in use for 2-3 hours. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 3 of 3.